Manufacturer narrative:
Follow-up attempts were made on (B)(6) 2018, but we have not been successful in reaching consumer. Review of the device history record (DHR) and other quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
This is a non-us event. This occurred in (B)(6). On (B)(6) 2018, the consumer stated by email that a tampon came apart during removal and pieces remained inside. This happened with one regular absorbency tampon.